Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit kept alarming. There were unknown patient harms or adverse effects reported as a result of the event.

Manufacturer narrative:
One device was returned for repair of complaint that unit keeps alarming. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The cause of the reported issue was unable to be determined or verified through evidence and test methods available. The reported issue was not able to be confirmed through calibration. No actions were taken to address the reported issue because device is not alarming. Device passed all functional and delivery tests performed after repair activities were completed.